Event description:
Caps provided in the single use avanos 20 ml syringe packages do not secure to the syringes. Caps fall off after they are applied and cannot be used for warming breast milk or formula without taking a cap from another single use avanos syringe package.